Manufacturer narrative:
Despite multiple requests, no further information was obtained from the field concerning this event. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.

Manufacturer narrative:
Subsequently, boston scientific received information from a family member in (B)(6) 2010 that this patient had died in (B)(6) 2010 and was no longer active in latitude. There were no reported allegations or complaints against the device's operation or functionality. According to medical records, the device was not explanted and was buried with the patient. A request was again made to the field for additional information.

Event description:
Boston scientific crm received information that this patient's latitude monitoring system detected a red alert (v-tachy mode to other than monitor + therapy. The local representative was paged and notified of the alert. The clinic nurse had already reviewed the data upload from latitude's physician web site.

Manufacturer narrative:
Boston scientific received information in (B)(6) 2011 from the local representative following a discussion with the clinic. The device's tachycardia mode had been intentionally deactivated in (B)(4) 2010 due to the patient's worsening condition. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report was received, our investigation is complete. This investigation will be updated should further information be provided.